Event description:
It was reported that after the surgeon inserted an aq2015a three piece silicone lens and the lens was torn during insertion. The lens was removed without any patient injury. The cq cartridge was used and has not been approved for usage with this lens, therefore, this is considered off label use.

Manufacturer narrative:
Evaluation: results visual inspection of the returned product showed the lens was split in half, a piece of the optic was missing and a haptic was bent. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, the most likely cause of the event has been determined to be due to the off-label use of the cartridge with this model lens. It should be noted that the injector and cartridge were not returned for evaluation. .